Event description:
This complaint is now reportable based on the analysis completed in 2007. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft leak occurred. The 90% stenosed lesion being treated was located in the calcified, tortuous proximal right coronary artery (rca). The 3.50x24 mm taxus express2 drug eluting stent was deployed, inflated to 12-16 atms. While withdrawing the stent delivery system, blood came from the shaft. Once the sds was removed from the patient, two holes were seen in the shaft. No patient complications were reported. Patient status reported as "good". However, the returned product confirmed two holes in the stent balloon.

Manufacturer narrative:
Product analysis could not verify the shaft damage as stated in the complaint. Product analysis did reveal balloon tears. The delivery device with the balloon in a deflated state was received in good condition with no damage observed. Visual and microscopic examination of the catheter and shaft did not reveal any defects or damage to the device that would have contributed to the difficulties as stated in the complaint. Visual and microscopic examination of the balloon material revealed two pin hole tears in the balloon wall located 2 centimeters and 3.6 centimeters proximally from the distal tip. Microscopic examination of the areas surrounding the tears did not reveal any irregularities in the balloon material which would have contributed to the formation of the tears. No issues were noted with the balloon material with the ro markers that could have contributed to the leak. During the manufacturing process all units are tested for balloon leaks. All devices are placed individually into validated packaging specifically designed to accommodate the shape of the device in order to protect them during the shipment process. The exact cause of the balloon tears could not be determined. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.